Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that they are having issues with the reservoirs not working properly on the insulin pump during the fill tubing process. Customer's blood glucose level has gone as high as 600 mg/dl. Customer stated that the insulin pump does not work when they try to fill insulin into the tubing and they believe there may be an issue with the plunger. Customer declined to troubleshoot. The customer advised that the device has not had any issues for the last 2 months, however about 3 to 4 months ago they were having lots of issues.